Manufacturer narrative:
(B)(4). Batch # r94j5c. Investigation summary: the analysis results found that a harh23 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. In addition to the device, a photo was also returned. Upon visual inspection of the photo, the following was observed: the photo shows a sealed package with a device inside from top view and the blister appear to be damaged in the corner. In addition, it can be seen the lot # r94j5c. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. A manufacturing record evaluation was performed for the finished device lot / batch number (r94j5c), and no non-conformance's were identified.

Event description:
It was reported that during surgery, before used on the patient, the package was found damaged. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.